Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not starting up. Upon functional testing, rse found the issue was with b cabinet flexvision pc. Rse rebooted the flexvision pc, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system does not start at 0:00. The device was not in clinical use. No patient or user harm was reported. A philips response center engineer (rce) confirmed with the customer that the problem was recovered by restarting the b cabinet flexvision personal computer (pc). The device was returned to use in good working order.